Event description:
It was reported, that the monitor appeared to be very unstable, because the support arm cracked.

Manufacturer narrative:
The concerned support arm was requested for investigation, but not yet received. The investigation results will be reported in the follow up report.